Event description:
It was reported that a pt underwent a sling procedure in 2001. In 2009, the pt underwent a surgical procedure and the pre-operative diagnosis was mixed urinary incontinence. The post-operative diagnosis was urethral erosion. The pt had noted recurrent symptoms with mixed urinary incontinence including stress and urge, as well as incontinence without warning. There was history of constant significant vaginal pain. There was a large defect in the vaginal wall where there was a significant erosion into the urethra. The vaginal epithelium around this erosion was chronically inflamed and very friable. The visual inspection of the bladder demonstrated at least moderate descent of the bladder, consistent with cystocele. There was some loss of coaptation of the proximal urethra in the bladder neck. Given the significant friability and the large defect complex, mobilization of the urethra was performed. No further information was available.

Manufacturer narrative:
(B) (4) - cystocele - (B) (4): conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.